Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the nir handheld camera to perform failure analysis; however, the evaluation is still in process. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the customer experienced visible burn marks on the near infrared (nir) handheld camera head. No known impact or patient consequence was reported.